Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed the printing on the pouches is missing information such as part number, expiration date, dimensions of the tube and lot number (although a label from the outer box was received to identify it). Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the label was missing description sizes and diameter measurements customer indicated there was no patient involvement with this event.